Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. As the result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information indicates the devices is no longer liable.

Manufacturer narrative:
The device is no longer reportable.